Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and other non-malignant pain. The pump contained clonidine [320 mcg/ml] at a dose of 163.5 mcg/day and an unknown brand of morphine [45.0 mg/ml] at a dose of 22.992 mg/day. It was reported ¿maybe 7 months ago¿ in 2017, the patient stated she spoke to a manufacturer representative when her pump was malfunctioning and stated, ¿it didn't program at all¿ even though she saw him program it. The patient saw them print it out and when she got home it didn't program, and the representative came and had to program it again. No patient complications were reported.